Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/08/2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available for investigation.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient. The customer states the patient had a heart attack but I-stat ctni was negative. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Patient ctni= 0.00 ng/ml, patient ctni = 0.00ng/ml. There are no injuries associated with this event. At this time apoc does not suspect a malfunction exist. There is evidence the patient suffered an mi based on the information. The EKG results were reviewed but unclear to the patient's clinical picture. The investigation is underway.